Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-03655. The patient received 2 scs anchors with the same lot number. The patient's spouse reported the patient's scs anchor is cracked at a 90 degree angle and is protruding through the skin. X-rays confirmed the 90 degree angle of the scs anchor and the sjm rep clarified the anchor has not broken through the patient's skin. It was also reported the anchor is causing the patient pain subsequently, the patient turned off system stimulation. Moreover, it was reported there is possible lead migration due to the anchor; however, the physician is unable to confirm. Follow-up identified surgical intervention will be taken at a later date to address the issues.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.